Event description:
It was reported that the subject device did not work when connecting. The issue was found during the reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were found during the device evaluation: small cut on cable and failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to component failure and the device failed the leak test due to small cut on switch button #2, and small cut on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.